Manufacturer narrative:
The investigation of the reported issue has been completed. The patient breathing circuit, sampling line, water trap and co2 absorber was replaced during the case. The patient breathing circuit was replaced since it was saturated with moisture and the co2 absorber since the measured inspiratory co2 increased. No parts have been returned. Evaluation of the received device logs shows that ventilation mode was prvc (pressure regulated volume control). In prvc mode the system delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but it is limited to 5 cmh2o below the set upper pressure limit. During the case, alarms for regulation pressure limited were generated. Alarm for regulation pressure limited is generated when the set volume is not attained due to imposed restriction of the set upper pressure limit. This can be due to the user set parameters and alarm limits or to an increased expiratory resistance. The system checkout performed after the event passed without deviation and there is no technical error logged. Our conclusion is that the cause of the reported event was an increased expiratory resistance in the patient breathing circuit due to the described moisture which lead to the patient receiving a lower volume than intended. There is nothing in the logs which indicate that there was a technical failure in the system at the time of the event.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia work station delivered a lower tidal volume than set. There was no patient harm reported. (B)(4).